Event description:
It was reported that the bd safe clip needle clipper experienced clipping issues. The following information was provided by the initial reporter: patient complains that she always uses the safe clip to clip off pen needles. However, the clip does not work proper

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(6) has been listed. As nypro, mx is an OEM manufacturing site. Medical device expiration date: na. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 11-jul-2022 h6: investigation summary customer returned a safeclip needle trimmer from lot 1055001. Visual inspection found limited amounts of observable wear to the safeclip. An attempt was made to insert a spare pen needle into the mouth of the safeclip. Despite the cannula lining up properly with the mouth of the safeclip, the cannula could not be inserted into the needle trimmer. Looking at the mouth of the needle trimmer under magnification found the remnants of previously trimmed pen needle cannulae. Material build up at the mouth of the trimmer on the trimming components may have resulted in the needle trimmer becoming blocked. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the safeclip not trimming needles. The root cause of safeclip not clipping may be wear and material build-up over time as the result of use.

Event description:
It was reported that the bd safe clip needle clipper experienced clipping issues. The following information was provided by the initial reporter: patient complains that she always uses the safe clip to clip off pen needles. However, the clip does not work proper.